Event description:
It was reported that a virage screwdriver broke intra-operatively during final tightening. There was a surgical delay without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation product was not returned, however a photo was provided showing the tip fracture. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a virage screwdriver broke intra-operatively during final tightening. There was a surgical delay without patient impacts.